Event description:
It was reported that this patient with this right ventricular (rv) lead received an inappropriate shock due to what appeared to be oversensing of p waves. Inappropriate anti-tachycardia pacing (atp) was also delivered. The presenting rhythm showed undersensing of r waves with functional loss of capture (loc). An x ray was obtained which revealed this rv lead was pulled back into the right atrium. This patient admitted to twiddling their device. Therapy was programmed off for now and this rv lead will be revised at a future date. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.